Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the controller was having issues with acquiring motor evoked potentials (mep). No response was achieved after having a voltage up until 700 volts. The patient would sometimes react to the stimulus and sometimes there is no reaction. No back-up device was used and there were no issues during the procedure but mep was not run at the time. There was no known patient impact reported.

Manufacturer narrative:
Analysis found no fault with the device. The complaint could not be duplicated. The device was tested and passed manufacturing s pecifications. The complaint could not still be duplicated in the burn in. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care professional (hcp) reported that the event occurred during the procedure. There was no delay in the procedure as the same device was used. There was no patient impact.